Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of alarms-error codes where the unit displayed the error code 255.14-47 was confirmed during the investigation, with the error reproducible. The incident error log was not obtainable due to clearing of the logs prior to the investigation. The functional testing and the preventive maintenance testing with the known good test logic board installed showed that the pcu functionality and performance were within specification. The system error tip sheet notes: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Notes to repair center: suspect pcu s/n (B)(6) (w.o.) (B)(4) please replace the logic board. The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was unable to reproduce the issue, however error log was inspected and was noticed a long list of system error (800.8000) and system faults (255.14-47). There was no patient involvement.

Event description:
It was reported that the device was unable to reproduce the issue, however error log was inspected and was noticed a long list of system error (800.8000) and system faults (255.14-47). There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. The reported issue of alarms-error codes where the unit displayed the error code 255.14-47 was confirmed during the investigation, with the error reproducible. The incident error log was not obtainable due to clearing of the logs prior to the investigation. The functional testing and the preventive maintenance testing with the known good test logic board installed showed that the pcu functionality and performance were within specification. The system error tip sheet notes: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Notes to repair center: suspect pcu s/n (B)(6) (w.o.) (B)(4) please replace the logic board. The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was unable to reproduce the issue, however error log was inspected and was noticed a long list of system error (800.8000) and system faults (255.14-47). There was no patient involvement.